Event description:
The service report shows while at the service facility performing repairs for damage and maintenance on devices which had been in storage. The device with known water damage also exhibited an audio alarm which appeared to have low volume. There was no report of any pt involvement. Although there is no field volume decible test, the service engineer decided to replace the alarm and power switch as a precautionary measure. The unit passed exteneded self testing. This report is not an admission by nellcor puritian-bennett that this device caused or contributed to the event alleged in this report.